Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient underwent a revision procedure approximately 16 months post implantation due to acetabular cup loosening. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
(B)(4). The complaint sample was evaluated through photographic inspection and manufacturing review, but the reported loosening could not be confirmed. However, the patient's revision could be confirmed through photographic evaluation of the explanted product. The photographic inspection identified some tissue ingrowth, but without the returned device, a full evaluation could not be performed. The device history records were reviewed and no discrepancies were identified. Zimmer biomet implants are not compatible with stryker implants. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Concomitant medical devices ¿ g7 +5mm e1 liner catalog #: 110017222 lot #: 3579761, g7 screw 6.5mm x 20mm catalog #: 010000997 lot #: 3654065, g7 screw 6.5mm x 25mm catalog #: 010000998 lot #: 3784468, g7 screw 6.5mm x 35mm catalog #: 010001000 lot #: 3784460, g7 screw 6.5mm x 50mm catalog #: 010001003 lot #: 3687063, g7 screw 6.5mm x 15mm catalog #: 010000996 lot #: 3671660, g7 screw 6.5mm x 15mm catalog #: 010000996 lot #: 3446893. The complaint sample was evaluated through photographic inspection and manufacturing review, but the reported loosening could not be confirmed. However, the patient's revision could be confirmed through photographic evaluation of the explanted product. The photographic inspection identified some tissue ingrowth, but without the returned device, a full evaluation could not be performed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.